Event description:
A homecare pt experienced minor tracheal bleeding and irritation attributed to use of a size 6, disposable cannula cuffless tracheostomy tube and the disposable inner cannula. Pt reports that the length of the 6dic protruded past the distal tip of the outer cannula. The 6dcfs was in use approx two weeks and the 6dic was in use approx one day when the reported condition was detected. The 6dic was replaced with no further occurrences of the reported condition. There was one pt involved with no reported pt compromise. The device was returned to the MFR for decontamination, analysis and investigation. The pt's healthcare provider, united clinical service was contacted regarding the reported problem that this pt has been experiencing. Pt may have anatomical anomalies that may have contributed to the reported problems. Eval in process to determine if pt should use a specialized tracheostomy tube which can be customized to better suit this pt's changing medical and anatomical needs.